Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully reset it, with no recurrence of the malfunction code. The customer was advised to continue using the pump and to call back if the issue recurs, which they acknowledged and understood.